Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2400, lot # 334b, sr # (B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification and cratering at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4) - refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was damaged. The procedure was completed using a second fiber. There were "no damages to the patient" reported.